Event description:
It was reported that the pump had battery communication error/top case. No patient injury was reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Operator of device is unknown.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped on corners and cracked down left side, the bottom case by the l bracket, the alternating current (ac) cord clamp and the right plunger case were cracked, and there was fluid ingression present on the bottom case. A review of the event history log (ehl) identified battery communication timeout. During the functional testing the reported issue was able to be duplicated and visual inspection confirmed the physical damage to the top case. The root cause of battery communication timeout was due to normal wear of the battery as the battery was over 11 years old. The root cause for the physical damage was due to customer impact to the device. Replaced and fully charged the battery. Replaced top case. Performed power up process, preventative maintenance and all functional tests which passed.additional information:b5.

Event description:
Additional information received via email: there was no patient harm or event filed. All was found during testing of the pump.